Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first loading unit noted was received with a full complement of staples and the interlock was engaged with no knife blade damage. The first loading unit noted was received with a full complement of staples and the interlock was engaged with no knife blade damage. Damage was noted to the interlocks of both loading units. Functional testing was precluded due to the damage to the interlocks. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a subtotal gastrectomy, at the 1st firing the handle was locked and was unable to fire. The cartridge was replaced with a new one and used, but the situation was not improved. Just in case the handle was replaced together, the next cartridge was used without problems. The surgical time was extended by less than 30 min. There was no patient injury.